Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with two (2) units of polyflux 140h, an external dialysate leak was observed at the top, under the dialyzer lid. There was no patient injury or medical intervention associated with this event. No additional information is available.